Event description:
Revision surgery - according to the surgeon, the baseplate loosened up and made the shoulder unstable due to the failure of the allograft.

Manufacturer narrative:
The reason for this revision surgery is attributed to looseness and instability of the glenoid baseplate after 1.2 years of patient use. No information was reported with this complaint about any other patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for this revision surgery. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is this first complaint against lot number 866c1541. There have been 135 previous product complaints against this product none with like circumstances to this complaint. The event is not related to a product failure or malfunction but is the result of patient conditions. The root cause for the looseness and instability of the glenoid was an allograft failure in the patient, according to the surgeon. There is no reported information that indicates a material, design, or manufacturing problem with this product.